Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a filter basket was unable to be removed and fractured. The target lesion was located in the left anterior descending (lad) artery. The physician advanced a 2.25mm-3.5mm 300cm filterwire ez distal to the intended treatment site. A non-bsc balloon was used to pre-dilate the target lesion and a non-bsc stent was implanted. When the physician attempted to retrieve the filterwire with the retrieval sheath, the filter basket migrated into the leading edge of the stent and the retrieval sheath caused stent deformation and the filter basket became stuck in the stent and could not be removed. Consequently, the stent became difficult to re-cross. Rotablation was performed with a 1.25mm and 1.5mm burr on the target lesion to create a new channel in an attempt to dislodge the filterwire. The channel was obtained and the proximal wire of the filter was severed and removed leaving only the trapped filter in the body. The physician used a 2.5x38 and 3.5x38 non bsc stent to pin the remaining filter to the vessel wall. No further patient complications reported and the patient status was well.